Event description:
The patient with this implantable cardioverter defibrillator (ICD) expired, reportedly due to sudden cardiac death. The device was programmed in vt-1 monitor only, and device memory indicates the patient fluctuated between vt-1 and vt zones. Two sets of antitachycardia pacing (atp) were delivered prior to dropping out of detection. There was an additional 4-5 redetects, then some question about whether or not detection made it into the vf zone, and could possibly have undersensed. The clinic retained a copy of the device memory disk and will for review. The ICD had been implanted and in service for five years prior to patient's death. Rv lead is a competitor's model, condition of the lead unknown, as information indicated a lead 'repair' procedure during the ICD implant.

Manufacturer narrative:
Not returned. Technical services reviewed electrograms from the final episodes, as well as additional stored information within the device memory. Conclusion indicates, the device was functioning as programmed and there were no indications of device malfunctions that would have caused or contributed to patient's death. If additional information is received, or if the ICD is returned for analysis, this event will be further updated.